Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported rv lead revision was scheduled for today but was postponed until tomorrow. Xray shows pin is not extending past the header block. Xray was performed because threshold has risen to 3v and impedance rose to 1600 ohms. Technical services advised physician to do visual inspection when pocket opened for full insertion. Then do tug test to check set screws. Then loosen set screws.